Event description:
It was reported that the patient was having chest pains in recovery. Hospitalization was required. About five days later, it was reported the patient was home. It was unknown if there were any interventions taken. About a week later, it was indicated that the cause of the event was unrelated to the device. The patient was monitored and released from the hospital. It was stated the patient was doing well.

Manufacturer narrative:
Product ID: 3889-28, lot# va08cyv, implanted: (B)(6) 2013, product type: lead. Product ID: 355018, lot# w60056, product type: accessory. (B)(4).